Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that her blood glucose reading was 123 mg/dl when she left work to go home. The customer stated her blood glucose reading was 57 mg/dl when she stopped to get some coffee. The customer stated that she treated her low blood glucose readings with food. The customer stated that she drank 3-5 gallons of water a month due to the medication. The customer will be sent a replacement pump.